Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 7:00am. As part of the patient's diabetes regimen, the patient claimed she is on oral medications of glipizide pills (dose unknown). At the same time the alleged issue began, the patient indicated she continued to take her usual dose of oral medications. The patient reported feeling shaky and had symptoms of blurred vision 3 1/2 hours after the alleged issue began. In response to her symptoms, the patient indicated she self-treated with food and/or drink. According to the patient, no other blood glucose device was used. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, and the alleged issue did not occur after removing/replacing the battery. The cca walked the patient through resolving the alleged issue. The alleged issue was resolved. Replacement products were sent still to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.